Event description:
The pump was returned for multiple loss of prime warnings. During evaluation, the force sensor was found to be out of calibration, contamination was found in the force sensor assembly, and physical damage was found to the force sensor assembly. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. While exercising the pump for 24 hours, the pump emitted one loss of prime. Evaluation revealed an out of calibration force sensor, contamination in the force sensor assembly, and a crack in the force sensor flex. Recall # 2531779-03/24/2010-003-r.